Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal fiber was broken, the objective frame was dented, the outer tube was bent and dented, shattered lens and there was no image a root cause could not be identified. Based on the results of the investigation there is cause traced to component failure that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced that the lens is cracked during service / maintenance. There were no reports of patient involvement.